Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
A dreamstation auto device was returned to the third party service center as part of the recall process with no initial complaint. There was no report of patient harm or injury. During the evaluation of the device, the service center visually inspected the device and found that the power connector is corroded and there was dust/dirt present inside. This report is being submitted for the corrosion found during service. The device has been scrapped as per customer request. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Also, corrosion on metallic surface and dust/dirt was observed. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.